Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that there was infection.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead .product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient's occipital lead started to poke through the skin. There was some redness and some pus coming from the exposed lead site. It is unknown what may have lead or contributed to the issue. The patient was getting a haircut and his barber noticed the lead sticking out. The whole system was explanted due to infection risk. The issue was resolved at the time of this report. No further patient symptoms or complications were reported in this event.